Event description:
On (B)(4) 2012, the lay user/patient in italy contacted lifescan to report the one touch ultra meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012, the patient obtained the blood glucose reading of 81 mg/dl. The patient took no actions based on this reading. At an unspecified time afterwards, the patient experienced the symptom of rapid heartbeat. The patient administered self-treatment by consuming sugar, and he felt better afterwards. The patient did not seek any medical attention. Troubleshooting revealed the patient's test strips were in good condition and within expiration dating, the meter was programmed for the correct calibration code number of the lot of test strips in use, and the meter was set to the correct unit of measure. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining a normal blood glucose reading on the reported meter, and received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.